Event description:
The caller reported an issue with the incorrect time setting on their device, and cts provided assistance in updating the pump time. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in abnormal readings. The customer was advised to monitor the situation and to contact support if the time discrepancy of over 5 minutes occurred again, indicating that they understood and acknowledged this guidance.